Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) was bent and deformed. Another jnj lens of the same model and diopter was implanted. The issue was not due to user error. There was no medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Section: a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section h3: other 81: the device was not returned for evaluation.. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.